Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) old female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using ob super plus non-applicator 40s, vaginally for menstruation (lot number, expiration date and frequency unspecified). The consumer stated that towards the end of her periods, she had heavy flow for four days and every time the cotton from the top of the tampon got stuck in her vagina and she had to dig in with her finger to remove it. The action taken with the device and the outcome of the event was unknown. This report was assessed as non-serious event and the company causality was assessed as possible. No sample was received for evaluation as of (B)(4) 2010. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. Without a lot number, the device history record cannot be reviewed and the visual inspection of retain sample and the lot trending could not be performed. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.